Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient presented with intractable back and leg pain. He was diagnosed with lumbar disk degeneration with spinal stenosis, l2-l3 and l3-l4. He underwent the following procedures: bilateral l2-l3 foraminotomies, bilateral l3-l4 foraminotomies, transforaminal lumbar interbody fusion1 l2-l3 with peak cage, bmp local bone and allograft bone; l3-l4 transforaminal lumbar interbody fusion with peak cage bmp, allograft bone and local bone; instrumented posterior spinal fusion with segmental instrumentation l2 to l4. Per op notes: great care was taken to spare the facet joints at the l1-l2level. Once the spine was exposed, pedicle screws were placed bilaterally at l4, 6.5 x 50-mm titanium screws, at l3, bilaterally 6.5- x 45 titanium screws, and at l2, 6.5 x 50 bilaterally. The anterior portion of the interbody space was decorticated with an osteotome. Approximately 3 ml of allograft bone and bmp was then placed in. Next, an 8 x 30 peak cage filled with bmp and allograft bone was seated into place with confirmation by fluoro scopy. The posterior elements were then decorticated with a combination of local allograft bone and some residual bmp was used in a posterior fashion. On (B)(6) 2006 the patient presented with degenerative disk disease of l4-l5 and l5-s1. He underwent the following procedure: retroperitoneal exposure of the anterior lumbar spine for interbody fusion of the l4-l5 and l5-s 1 and placement of interbody fusion prosthesis. Removal of segmental posterior spinal instrumentation l2 through l4, reinsertion of spinal instrumentation and posterior spinal fusion with segmental instrumentation l2 through s1. On (B)(6) 2007 the patient presented with complaint of back pain and persistent pain. He was diagnosed with pseudoarthrosis at l5-s1. Per op notes: the posterior rods were removed. The screws were removed at s1 and were grossly loose at l5, they were somewhat loose. Therefore revision screws were placed at l5, 7.5 x 50 mm bilaterally and at s1 10.5 x 50 on the left, 9.5 x 50 on the right. Prior to placing these revision screws the posterior elements were exposed. The transverse processes at l5 exposed and decorticated down to the sacral ala through the same fascial incision reaching over and a trap door technique the right posterior ilium. Bone was harvested. Approximately 20 cc of bone was harvested. This along with a large bmp was used to perform a posterior and posterolateral fusion. Appropriate length rods were cut and seated into place from l2 through s 1. A crosslink was used at approximately the l5 level. On (B)(6) 2008 the patient presented with complaint of ankle pain and was diagnosed with right peroneous brevis and longus tendon tears. On (B)(6) 2009 the patient presented with complaints of low back pain with si joint dysfunction. The patient underwent right si joint injection under fluoroscopic guidance.